Event description:
Pt to receive chemotherapy treatment. Difficulty noted with port. Dye study ordered per physician. Radiology film revealed that the catheter had broken and a piece of the catheter was broken off. Pt returned to the hosp and subsequently was transferred to two hosps and catheter was surgically removed from the pulmonary artery.